Event description:
Customer called in explaining that he is unsure if his pod is delivering insulin. His bg levels fluctuated between 141 and 462 for approximately 24 hrs. He went to the hosp and was tested positive for ketones at which time he was given insulin by IV. At 9:30, the next morning, he activated and was receiving insulin from a new pod. No further info reported.

Manufacturer narrative:
The device involved has not been returned to the MFR for eval as of the report date. A follow-up report will be submitted if the prod is subsequently received. Unable to confirm any prod malfunction. No conclusion can be reached at this time. The prod user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.